Manufacturer narrative:
The device was passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test, displacement accuracy test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. The device then was programmed and monitored basal profiles. All basal profiles delivered properly. No bolus anomaly or basal anomaly noted. The device was received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 43 mg/dl at the time of the incident. The caller stated that the pump was delivering insulin when the pump was suspended, and they did not receive any alerts or alarms. The customer's school nurse witnessed the delivery during pump suspend when they took the pump off the customer. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.